Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation de novo procedure faradrive steerable sheath clear was selected for use. It has been mentioned that bubbles removal was not possible due to leak in the three-way stopcock valve. The bubbles were visible in the lumen between the sheath and the three-way stopcock valve. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
Additional information added to b5: describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation de novo procedure faradrive steerable sheath clear was selected for use. It has been mentioned that bubbles removal was not possible due to leak in the three-way stopcock valve. The bubbles were visible in the lumen between the sheath and the three-way stopcock valve. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported that a pressure bag was used for the irrigation of sheath. No other issue has been reported.